Event description:
"Servo 900-c set up for surgical patient. Testing lung in place. Vent functioned as set. Pt placed on vent at 0100, vent functioning. At 0110, working pressure decreased from 60cm to 12cm, all alarms activated including apnea alarm.